Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The patient was dissatisfied, and it was noticed that the device was midsized. The ipp was explanted and replaced. No patient complications reported.